Event description:
It was reported about one month after implant that the patient's right ventricular (rv) lead did not have pacing capture and there was diaphragmatic stimulation. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).